Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect device has not been evaluated.

Event description:
The customer reported that during start up the avea ventilator displayed ext ppeak (extended peak pressure) and vent inop (ventilator inoperable). No patient involvement was reported.